Event description:
The customer reported that the system's left monitor would not work and low voltage lights were flashing. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tht power supply was replaced. The system was tested and found to be working as intended and put back into service.